Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on patient samples being contaminated due to clogging. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 3 complaints related to the issue of clogging; pr# (B)(4), (B)(4), and this one, (B)(4). Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the clogged instrument was due to a dirty flowcell and sit. Dirt, debris or clogs in the fluidic system can contribute to sample contamination, especially within the sample line and can lead to erroneous results. The fse (field service engineer) confirmed the issue and cleaned the sit and flow cell. They then aligned the optical axis and confirmed that the instrument was working as intended. No parts were requested for evaluation as there were no parts replaced. While the retention of foreign particles between samples in the form of clogging can lead to erroneous results and misdiagnoses, the issue was immediately noticed from the irregular sample pattern. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00, page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(6). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: subject / reported: unit 10: the sample pattern is bad due to a slight clogging. Problem description: unit 10: the sample pattern is bad due to a slight clogging. Work performed: sit and flow cell cleaning, optical axis alignment performed. Data confirmation after work hts operation confirmation and cst (performance) were carried out and good confirmation was made. Cause: the sit was a little clogged. Solution: good pattern. Returned sample evaluation: a return sample was not requested because no parts were in need of repair or had to be replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the erroneous results are obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 22. Flow cell. Function: 22.2 pass fluids. Potential failure mode: 22.2.1 clogs with saline. Potential effect(s) of failure: 22.2.1.1 no signal, samples not analyzed. Potential cause(s)/mechanism(s) of failure: 22.2.1.1.1 long period of disuse leads to saline deposits. Current controls: daily di rinse. Severity: 9. Occurrence: 1. Detection: 9. Rpn: 81. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the clogging was a dirty flowcell and sit. Conclusion: based on the investigation results, the root cause of the instrument being clogged was a dirty flowcell and sit. The fse confirmed the issue and cleaned the sit and flow cell. After this, they performed an optical axis alignment and the instrument was working as intended. No one was harmed or injured, and no medical diagnosis was performed due to the clog. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported that while using bd facscanto¿ ii the patient sample was contaminated due to foreign matter clogging the instrument. The following information was provided by the initial reporter, translated from japanese to english: unit 10: the sample pattern is bad due to a slight clogging. Please confirm the safety check below. 1. Were samples contaminated? Yes. 2. Was testing performed on patient samples intended for clinical use? Yes. 3. Are there erroneous results on patient samples from diagnostic test? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscanto¿ ii the patient sample was contaminated due to foreign matter clogging the instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: unit 10: the sample pattern is bad due to a slight clogging. Please confirm the safety check below. Were samples contaminated? Yes. Was testing performed on patient samples intended for clinical use? Yes. Are there erroneous results on patient samples from diagnostic test? No.